Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed in the lab. We were unable to duplicate the complaint under lab conditions with the returned sample and, therefore, the root cause of the complaint cannot be determined. The returned sample passed leak test in the plant test lab and showed an ability to shut off flow. The lot number batch review was performed, showing no related problems. In this case the evaluations did not find any evidence of any problem. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Event description:
Report received by baxter-(B)(4) of liquid that could not be stopped even by closing the clamp. The product was in use for a week. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.